Event description:
It was reported that the left ventricular lead exhibited high thresholds due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.